Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the large suturecut needle driver instrument had a loose wire. There was not report that any fragment from the instrument broke off and fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was loose at the distal idlers. A visual inspection found a broken grip cable caused the loose tension at the distal idler. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the following additional damages to the instrument: the instrument distal pulley had an indentation at the edge of the distal pulley and had visible scratches on the surface of the pulley. It was concluded that the damage to the distal pulley was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks that exhibited light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found.